Event description:
The event involved a 94" (239 cm) appx 7.0 ml, 10 drop blood set w/200 micron filter, dual check valve, clave¿, 200 micron filter, luer lock that experienced air in line. It was reported after the registered nurse (rn) pulled 50 ml of packed red blood cells into the syringe and locked the clamp; there was air generated continuously in the line between the syringe and the patient end. This occurred despite all of the air being removed from the syringe prior to priming the med line to the patient end. There was patient involvement, and no adverse events reported.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). D4, g4: model number is not sold in the us but similar device is sold under model b30095. This product was used for the di, product code, and 501k. The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
One (1) used. List #b33975, 94" connected to a used, 0.9% sodium chloride injection, usp 10 ml syringe. As received, sodium chloride and blood residuals inside were observed on the sample. However, no physical damage or anomalies were observed. The returned set was tested as per procedure, and no air on line, leaks around the set, occlusion, or anomalies were confirmed. Complaint of product incorporates /allows air passage cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.